Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During the procedure, the "bands misfired during deployment" and the suture broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy. Note: a photo of the complaint device outside the patient was provided by the customer and shows the ligator head with two bands were moved from their position, and three bands that were deployed with one band that was broken.